Event description:
During a routine follow-up, the ECG magnet rate was 93 ppm and the demand strip showed 65 ppm in vvi. Interrogation of the device gave an end of life (eol) message and a magnet rate of 92.5 ppm with cell impedance <1000 ohms and 0 months longevity. Reprogramming the settings removed the eol message and gave a longevity of 66 months. When the patient walked, the rate increased and decreased properly, but after the decrease, ventricular oversensing was noted.